Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Customer states the lancet became stuck in her finger. She was able to remove it on her own, no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.